Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and analysis of the device revealed normal battery depletion. Meets expected longevity.

Event description:
It was reported that the device reached the recommended replacement time (rrt) and early battery depletion was suspected. An alert for rrt was noted. The device was explanted and replaced. No patient complications were reported as a result of this event.